Event description:
Per the clinic, the patient experienced hematoma and infection at incision site (specific date not reported). The patient was initially treated with oral antibiotics (specific date and duration not reported). Subsequently, the patient was hospitalized on (B)(6) 2026 and underwent explant procedure on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.